Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter began to read inaccurately erratic on (B)(6) 2015, although no results were provided for this date. The patient does not administer medication to manage her diabetes. She alleged that because of the inaccurate results she obtained, she consumed less food/drink. The patient denied that she developed any symptoms as a result of the alleged issue. She reported that on (B)(6) 2015, during a doctor¿s office visit, she received advice from a healthcare professional to ¿change [the] type of food eaten¿. She also reported that on (B)(6) 2015 at 10:57 pm, she obtained blood glucose results on the subject meter of ¿222 mg/dl and 110 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ precision criteria. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the patient had used the same approved sample site. The csr also noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.